Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. A friend/family member reported the patient felt sudden pain in the back almost immediately when she ran into the store and ¿it messed it up¿ a week or two ago. Caller states they are trying to find a new hcp (healthcare professional) in the area since it's going to take at least 6 months to get in to see her current hcp. The caller is reporting poor communication, states they have tried making adjustments to the patient's stimulator but they are only seeing question marks; this also occurred about 2 weeks ago. They have tried changing programmer batteries but are seeing the same issue. Troubleshooting included attempts to communicate with and without the antenna, and confirmed that it was over the implant. Patient services reviewed that due to device age the implant may be depleted, but was transferred to repair, and replacement programmer was sent. No patient harm reported related to the programmer. No further complications were reported or are anticipated.